Event description:
Vague report of "free flow" with a colleague single channel pump. The note attached to the pump when it came in for eval stated, "when pump is stopped, gravity still feeds the line." No pt injury was reported per the hospital biomed. No additional clinical info was able to be obtained.